Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was performing an intersphincteric resection of the rectum. During the dissection of the rectum, the surgeon collided his instruments a couple of times due to the small size of the cavity. The surgeon was advised to avoid these collisions, and this issue was reduced. Near the end of the surgery, the surgeon requested to clean the instrument. When the instrument was being removed, the assisting surgeon noticed that it got stuck in the cannula because it hadn't fully released straight from the tip. Upon re-inserting the instrument and activating its movements, the console surgeon noticed that the movements were reversed. That is, when the "master control" was moved to the right, the tip of the instrument moved to the left, and vice versa. The surgery was completed with a different type of da vinci instrument that was already in use during the procedure. The procedure was completed with no reported injury.intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. -the failure was related with abnormal movements of the instrument, when the surgeon was moving the master control to the right, the instrument performed the movements to the left and when the surgeon perform the movement the master control to the left the instrument was performing the movements to the right. The instrument was performing the movements at the same time with the surgeon in the console, but the movements was not properly, when the surgeon was moving the master control to the right, the instrument performed the movements to the left and when the surgeon perform the movement the master control to the left the instrument was performing the movements to the right. There was no shakiness. When the surgeon was dissecting the during the dissection of the rectum, the surgeon collided his instruments a couple of times due to the small size of the cavity. The surgeon was advised to avoid these collisions, and this issue was reduced. Near the end of the surgery, the surgeon requested to clean the instrument. When the instrument was being removed, the assisting surgeon noticed that it got stuck in the cannula because it hadn't fully released straight from the tip. Upon re-inserting the instrument and activating its movements, the console surgeon noticed that the movements were reversed. That is, when the "master control" was moved to the right, the tip of the instrument moved to the left, and vice versa. The surgery was completed with a different type of da vinci instrument that was already in use during the procedure. There were no collisions and the issue was consistent. The issue was not resolved; the surgery was completed with a different type of da vinci instrument that was already in use during the procedure. The instrument was inspected before the procedure with no issues. The issue occurred 10 minutes into the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the vessel sealer extend was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.